Event description:
Patient reported obtaining back-to-back blood glucose results of 36 mg/dl and 104 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.